Event description:
During an atrioventricular reciprocating tachycardia ablation procedure, a dissection occurred at the iliac artery with no intervention needed. When attempting to reach the heart via retrograde approach, a dissection occurred from the aortic iliac interna to the aortic arch. The patient immediately complained of pain and the procedure was stopped. A CT scan confirmed the dissection which was managed conservatively by observation only; the patient is stable. The procedure was performed without anesthesia or fluoroscopy.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported dissection remains unknown.